Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported on 27-jun-2024 four infusion set infusion set tubing was leaking at tubing and infusion set is long for 1 day. The blood glucose level was 17 mmol. No further information available.